Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customer were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/28/2004 and was last repaired on 08/14/2012 for a non-related issue. Eval of the device observed damaged tines on the right side of the comb, minor wear to the right side of the roller and the left latching pin was slightly loosened. Prior to repair, the test mesh could not be performed due to the damaged comb. Repair of the device included replacement of the comb and side plate screws. The customer did not return any cutters or a ratchet for eval. The device has not been to zimmer surgical for maintenance or repair in a yr and a half. Lack of preventative maintenance likely caused the damage to the comb. It should also be noted that lack of preventative maintenance and improper handling likely caused the wear to the right side of the roller and the loosened left latching pin. The device was serviced and returned to the customer.

Event description:
It was reported that the screen was damaged on the zimmer skin graft mesher. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.